Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00x16mm synergy stent, it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported.